Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they first started experiencing the trial not working on the first day. It was reported that they have back problems and it caused back pain. No further information reported.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient's trial had been removed, because it did not work. Patient stated that they had preexisting serious back problems and so apparently that was the reason the trial did not work. Patient further noted that the trial hurt them, and it was not working like it should because it was not improving wetting the patient's pants, symptoms they had the trial for. Patient noted that the device started hurting right after it as put in, and when the patient rolled over on their back at night, it would hurt. Patient stated they apparently did not realize that they had epidural treatment in the past because a couple of years ago patient hurt their back, but they were not sure if this may have affected the trialing. No further patient complications were reported/ anticipated as a result of this event.